Event description:
Health care professional reported "catheter x-ray found shearing - catheter replaced." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.